Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), after removal of an axela introducer sheath, final run off angio revealed a small vascular dissection at the level right external iliac (rei). This was treated with a balloon and a stent. At the beginning of the case, there was some resistance met during sheath insertion. The puncture site was slightly widened and the sheath was inserted successfully. A small kink near the level of the rei was then observed. There was resistance felt during wire insertion at the level of the kink, and the wire was difficult to navigate across the aortic valve due the sheath kink. The wire and sheath were removed. The sheath was examined on the back table and 2 kinks in the sheath were observed (a horizontal kink close to the center of the sheath and a second kink about an inch away from the hub). A second sheath was used and there was no resistance during insertion and no apparent kink noted. The patient was hypotensive and required vasopressor support. The valve was deployed successfully. The devices were removed and final run off angio revealed a small vascular dissection at the level rei. This was treated with a mustang 10 x 20 mm balloon for 5 mins and then a fluency plus 10 x 60 mm stent was deployed in the affected area. The patient¿s hypotension was suspected to be due the vascular complication. The patient responded well to vasopressor and was stable at the end of the procedure. The second sheath was inspected and a kink was noted again at the area proximal to the hub, but was a lot less pronounced than the kink in the first sheath. The vascular complication was suspected to have resulted from vessel wall injury due to the kink in sheath. The patient¿s access vessel minimal luminal diameter was 8.8mm, with mild tortuousity, and free of calcification.

Manufacturer narrative:
Correction: additional information:  the sheath was returned to edwards lifesciences for evaluation.  Visual inspection revealed the distal tip opened as designed, however, no kinks were confirmed upon removal of the jacket.  Dimensional and functional testing was unable to be performed due to the nature of the complaint.    During manufacturing, the device and its components underwent multiple inspections/tests.  The inspections included the following:  inner member proximal bond, the outer jacket loading on inner member, proximal flaring, shaft pre-conditioning, axela shaft inspection procedure and the axela sheath final inspection.  These inspections indicated that the sheath had sufficient inspections in place to identify non-conformances related to the complaint events. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events.    A lot history review was performed and revealed one other complaint relating to ¿sheath shaft- kinked, bent¿.  The complaint was confirmed, but no manufacturing non-conformances or IFU/training deficiencies were identified.   A review of the complaint history from february 2018 to january 2019 revealed 13 other returned complaints for ¿sheath shaft ¿ kinked, bent¿ for the 14f axela sheath.  The complaints were confirmed, but no manufacturing non-conformances or IFU/training deficiencies were identified.   Both the instructions for use for the axela and the edwards sapien 3 ultra procedural training manual were reviewed for instructions involving device preparation and use.  No IFU/training deficiencies were identified.   A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.    The complaint for ¿sheath shaft- kinked, bent¿ was confirmed.  Calcification and bends in the access vessel can restrict access of the sheath and contribute to a kink.  As it was noted in the complaint description, the two sheaths used in this procedure became kinked in the same area. This indicates that there may have been a bend in the access vessel or some other sort of patient factor that contributed to the event.  A definite root cause was unable to be determined at this time, but it is possible that patient factors (vessel anatomy/calcification) contributed to the reported events.   No manufacturing or IFU/labeling inadequacies were identified.  A definite root cause was unable to be determined at this time, but it is possible that patient factors (tortuosity/ calcification) contributed to the reported events.  No corrective or preventative action is required.